Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient recovered well after tsurgery. No patient symptoms were reported. There was no problem with the phenom 27. There were no additional steps taken to open the pipeline.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex was returned inside the inner pouch, a biohazard bag, and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The braid's distal end was not opened due to the damaged braid. The proximal end of the braid was opened and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, resheathing pad, or the proximal bumper. No other anomalies were observed. ¿ conclusion: based on the returned device, the customer complaint was confirmed that the braid's distal end was not opened due to a damaged braid. However, the cause for failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, damaged braid, or user deploying the braid in the vessel bend. The customer reported that the vessel tortuosity was normal, ruling out the vessel tortuosity as a potential cause. In this event, the damaged braid and user deploying the braid in the vessel bend could not be ruled out as potential causes. The braid can become damaged due to resheathing more than two times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured c6 segment lateral wall aneurysm with a max diameter of 12mm and a 11mm neck diameter. The landing zone was 4.2mm distally and 4.78mm proximally. It was noted the patient's vessel tortuosity was normal. The access vessel was the femoral artery with a diameter of 4.7mm. The angiographic result post procedure was normal. It was reported that after the guidewire was in place, the surgeon exchanged the phenom 27 catheter to the distal end of the m1 straight segment, and then opened the ped5-35 for treatment. After the distal end of the stent mark reached the distal end of the m1 straight segment, the stent was deployed. After withdrawing the microcatheter, it was found that the distal end of the stent could not be opened smoothly. Then a certain length was deployed again, and after waiting for about 30 seconds, it was found that the problem had not been solved. Then the stent was retrieved and the previous operation was repeated. The stent still did not open, and obvious problems were found at the distal end of the stent. Then it was withdrawn from the body and the distal end of the stent was found to be damaged. Finally, the phenom and pipeline were replaced. There was no problem with the stent opening this time, and the surgery was successfully completed. The pipeline was used for an indication that is approved (on-label). The reported devices and any acc essory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). It was unknown if any patient symptoms or complications were associated with this event. Ancillary devices include a xinwei guide catheter and stryker guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.